Event description:
Per the clinic, the patient experienced reduced benefit from the implant and migration of electrode array out of the cochlea and into the middle ear space along with a fall (date not reported). Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 07, 2025, was filed inadvertently. The correct date of explant is on (B)(6) 2025. Device analysis report attached.